Event description:
During an esophagogastroduodenoscopy (egd), two (2) cook instinct endoscopic hemoclips were being used to treat a lesion in the stomach. Device #1 was successfully placed. For device #2, the technician squeezed the handle of the device and thought the clip released onto the tissue site. At the same time the tech felt the wire from the handle of the clip come into contact with the technician's thumb. They noticed the clip had not released from the catheter nor did the clip arms open off the tissue. An unsuccessful attempt was made to release the clip by jiggling the catheter. Another unsuccessful attempt was made by pulling the wire with a pair of pliers as the clip still would not release. Finally, the physician pulled the exposed wire at the handle using hemostats and the clip released onto the tissue. Six more clips from another MFR were used to complete the originally intended procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved found that the drive wire has separated inside the handle. The device was returned without the clip therefore a functional test could not be performed. The drive wire was distorted by the user during an effort to deploy the clip. Therefore, the handle spool was disassembled to verify the condition of the securing component tip. The tip showed deformation where it contacted the drive wire thus indicating proper assembly of the securing component. The drive wire was removed from the device, visually examined and determined that the drive wire was correctly manufactured. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool towards handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Qa will continue to monitor for complaint trends.